Event description:
A physician attempted to apply fallopian tube clips to a tube. The applicator did not release the clips smoothly, resulting in the clips falling into the pt's abdomen. The clips were retrieved without difficulty. Other clips were then applied successfully to the fallopian tube.